Event description:
It was reported when using the pyxis medstation es system, device had failed drawer. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that lose bus connections in drawer. A field service engineer, reseeded and reconnected the connections to drawer and rebooted device to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.